Event description:
A 67 yr old female pt with history of kidneys failure, hepatitis o, and vascular disease, had vascular shunt for dialysis access. This shunt became occluded and a mahurkar catheter was placed in the femoral vein. Dialysis through this groin access site was unsuccessful. The catheter was removed. Oozing of blood at the puncture site and a hematoma in the area were noted. The hematoma was evacuated and the femoral artery; discovered to have been perforated, was surgically repaired.